Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a single high out of range pacing impedance measurement from several years earlier. No other measurement issues were observed. The lv lead remains in service with good impedance measurements. The crt-d was explanted for reported normal battery depletion several years after the observation of high impedance. No adverse patient effects were reported.